Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 627312) inserted for female sterilisation. The patient's medical history included cholecystectomy, carpal tunnel release and drug allergy. Concomitant products included hydrochlorothiazide (hctz) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. The reporter commented: insertion details-a 5 mm hysteroscope was placed and both ostia were visualized. Using standard technique bilateral essure coils were placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: no contrast spills into the pelvis. Lot number: 627312 manufacturing date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 627312) inserted for female sterilisation. The patient's medical history included cholecystectomy, carpal tunnel release and drug allergy. Concomitant products included hydrochlorothiazide (hctz) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. The reporter commented: insertion details-a 5 mm hysteroscope was placed and both ostia were visualized. Using standard technique bilateral essure coils were placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: no contrast spills into the pelvis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.